Event description:
The emt alleges that the suspect device was used on different occasions and read the blood glucose as lo. The pt was treated with 50% dextrose. At the hospital the blood glucose was taken and it was in the 200 mg/dl, within minutes. One particular pt's blood glucose was tested on the suspect device and it was lo. The pt was given 50% dextrose, the emt retested the pt's blood glucose on the suspect device and it was lo. They were given another dose of 50% dextrose and at the hospital the pt's blood glucose was 230 within 5 minutes.